Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) three months ago. The patient was noted to be inpatient in the hospital for unrelated reasons. The company representative contacted technical services (ts) and inquired if the device is still magnetic resonance imaging (MRI) conditional at eri. Ts discussed that the device is still MRI conditional at eri. Additionally, the device recorded a battery depletion message and exhibited oversensing of noise resulting in storage of an untreated episode. The noise was suspected to have occurred while the patient was sleeping and was felt to be related to myopotentials associated with diaphragmatic/snoring/bearing down. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information was received that the patient passed away due to biliary sepsis unrelated to the s-ICD. An approximate date of death was provided at this time as the exact date was not provided to the company representative by the health care professional (hcp). The exact date of death has been requested. No adverse patient effects were reported. Available information indicates this device remains implanted and will likely remain implanted and be buried with the patient. Additional information has been requested; however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.